Manufacturer narrative:
This case, with patient identifier (B)(6) (guide system), is related to case with patient identifier (B)(6) (nano system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 300's mg/dl (guide) and 100's mg/dl (nano). The customer could not recall the exact blood glucose values. No adverse event reported. Return of the suspect device was requested for evaluation.